Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported during use the tube pms plh 13x75 3.0 slbl lim ce experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter: ¿tube does not ¿fill up¿.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the tube pms plh 13x75 3.0 slbl lim ce experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter: ¿tube does not ¿fill up¿.